Manufacturer narrative:
(B)(4). Legal manufacturer: hcs madison (B)(4). A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The bag port was recommended for replacement. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the manual bag port was broken. Possible loss of manual ventilation. There was no report of patient involvement.